Event description:
During a (pci) percutaneous coronary intervention of the (rca) right coronary artery, the first cypher 3.0x33mm stent was implanted in the distal and a second cypher 3.5x33mm was found that the stent was off set before deployment. The second cypher stent was pulled back into the guiding catheter and the two devices were withdrawn together. The rca was engaged with a second guiding catheter and a 3.5x33mm firebird sent was implanted. No patient complications. Prior to the balloon and stenting, the .014 terumo guidewire was inserted without any difficulty. The rca was predilated with an apex 1.5*20 balloon after failure to pass a neich 2.0x15 balloon was utilized to pre-dilate. The mid-rca showed diffuse disease.

Manufacturer narrative:
Additionally it was reported that the admitting diagnosis was middle disease of the rca, 100% stenosis, with diffuse disease. The vessel measure 3.0mm distally and proximally 3.5mm. The stent was off- set distally during deployment and no other device cause the stent to be off set. Once removed, no other damages were noticed on the device delivery system or stent. After the stent moved from the sds, the balloon was not inflated to prevent stent dislodgement, since the stent remained on the sds and was able to be withdrawn from the vessel and into the guiding catheter. Once the sds /stent were outside of the patient, the stent was still mounted on the sds, but the physician just returned sds back to us. The physician indicated that the stent was lost. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a (pci) percutaneous coronary intervention of the (rca) right coronary artery, after the first cypher 3.0x33mm stent was implanted in the distal segment, the stent of a second cypher, a 3.5x33, was found off-set distally when positioning before deployment. The second cypher stent was pulled back into the guiding catheter and the two devices were withdrawn together with the stent remaining on the balloon. The rca was engaged with a second guiding catheter and a 3.5x33mm firebird stent was implanted. There were no patient complications. The admitting diagnosis was middle disease of the rca, 100% stenosis, with diffuse disease. The vessel measured 3.0mm distally and proximally 3.5mm. Prior to the balloon angioplasty and stenting, a .014" terumo guidewire was inserted without any difficulty followed by failure to pass a 2.0x15 neich balloon. The rca was then predilated with an apex 1.5x20 balloon followed by placement of the first cypher. It was reported that the off-set position of the second cypher stent was not caused by interaction with any other device. After the stent moved from the stent delivery system (sds), the balloon was not inflated to prevent stent dislodgement, since the stent remained on the sds and was able to be withdrawn from the vessel and into the guiding catheter. Once the sds and stent were outside of the patient, the stent was still mounted on the sds with no other damages noted on the sds or stent. One non sterile cypher select plus 3.50 x 33 mm was received coiled inside of plastic bag. The balloon was observed semi-inflated. The stent is not present for evaluation. No damages were found on the sds. Inflation medium was observed on the sds. With inspection bumping marks from the nesting process are seen on the balloon, indicating that the stent was assembled properly during the manufacturing process. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported off set position of the stent was not confirmed since the stent was not returned. Based on the reported information, vessel/lesion characteristics and procedural positioning of the device may have contributed to the event. Neither the DHR review nor the analysis suggests that the reported failures are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken.